Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
It was reported that the size 4 broach has burr on the tab of the broach, making it difficult to attach/detach the broach and the broach handle. The universal stem inserter handle and the straight stem inserter are worn, making it difficult to separate the two pieces. Please send replacements to (B)(6). No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.